Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a deep vein thrombosis was discovered in the patient's left brachial vein during hospitalization. It was suspected the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were related to this event. The patient was given coumadin and the leads remain in use. No further patient complications have been reported as a result of this event.